Event description:
It was reported that during a stenting procedure, partial deployment occurred. Contralateral femoral approached was obtained to the target lesion was located in the superficial femoral artery (sfa). An unspecified wire crossed the chronic total occlusion and the 6x150x130mm innova stent was advanced. The innova stent then became stuck within the delivery system with 1/3 of the stent deployed in the sfa. The thumbwheel or pull grip could not be utilized to pull the stent back within the delivery system. It was unspecified how the device was removed. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).